Event description:
Both knees stiff [joint stiffness]. Uncomfortable to walk [gait disturbance]. Both knees achy [arthralgia]. Both knees swollen [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2010 from a (B)(6) female pt with a history of knee pain, initials (B)(6), who experienced stiffness, ache, and swelling in both knees, and found it uncomfortable to walk after receiving synvisc-one. The pt's previous history includes treatment with synvisc-one in (B)(6) 2009. In the current series, the pt received injections of synvisc-one into both knees on (B)(6) 2010. The pt reported that on the day following the injections, both her knees were stiff, achy, swollen, and it was uncomfortable for her to walk. The pt applied cold and warm compresses to both her knees. According to the pt, on (B)(6) 2010, both her knees were worse. On the next day, (B)(6) 2010, she felt that her knees were a little better. But by (B)(6) 2010, they were worse again and the pt was injected in both knees with an anti-inflammatory medication (not otherwise specified). The pt also reported that she still has a lot of pain and stiffness in both knees and has not been able to go to work. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.